Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "helium leak " issue. The iabp passed all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and released for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a helium leak. It is unknown under what circumstances this event occurred. Furthermore, there was no report of patient involvement or adverse event occurance.